Event description:
It was reported that the patient was hospitalized with elevated blood glucose levels as high as 600 mg/dl. The patient alleges that the infusion device should have displayed an error or alert message indicating there as an occlusion, but no message was displayed. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).